Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer and dcm cathy reported via phone call that the customer experienced high blood glucose level of 411 mg/dl. The customer stated that they were hospitalized twice because of high blood glucose readings and feels there is an issue but not sure if it was pump or site related. The customer's blood glucose level was 536 mg/dl at the time of the hospital visit. The customer experienced hard time breathing, vomiting and a body ache. The customer was wearing the insulin pump during hospitalization. The pump was then removed and the customer was treated with syringes. The customer decided to end conversation. The product was not returned for analysis.